Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported there was an over infusion. A medication allegedly infused in thirty (30) minutes however it was ordered to deliver over on hour. Customer reports there was an "improper set up". Through continued customer follow up it was reported the secondary/primary bags were hung incorrectly. This led to the secondary bag infusing into the primary above the pump. There was patient involvement however patient impact is unknown.